Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 175641013. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 179012003. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the cylinder. All components were explanted and replaced. There were no patient complications reported.